Event description:
It was reported that a hole was noticed on the extension set of the PICC while it was in use. Additional information indicated that a leak was found in the PICC at a pinhole in the blue lumen of the clear flexible section. The PICC was removed once treatment was finished. The condition of the patient was reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one image showing a 3-lumen PICC. The extrusion of the medial extension line was observed to be highlighted towards the juncture hub. It is assumed that this is the location of the leak; however, damage cannot be visualized. The customer also returned one, 3-lumen PICC for analysis. Signs of use in the form of biological material were observed inside the extension lines. After performing functional analysis, a small hole was observed on the medial extension line. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform. The hole on the medial extension line measured 14mm from the juncture hub. The medial extension line outer diameter measured 0.096", which is within the specification limits of 0.093"-0.097" per the medial extension line extrusion product drawing. The medial extension line inner diameter measured 0.058", which is within the specification limits of 0.055"-0.059" per the medial extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial extension line, water was observed leaking from a small hole on the extrusion. No leaks were noted when flushing the proximal or distal extension lines. Performed per IFU statement , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report of a leaking extension line was confirmed through investigation of the returned sample. Visual and functional analysis revealed a small hole on the medial extension line. Despite the damage, all relevant dimensional requirements were met. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a hole was noticed on the extension set of the PICC while it was in use. Additional information indicated that a leak was found in the PICC at a pinhole in the blue lumen of the clear flexible section. The PICC was removed once treatment was finished.

Manufacturer narrative:
(B)(4).